Event description:
The or solutions inc. Ecolab ors-2038d solution warmer was found to be defective. It was set on a very low temperature, but still manage to melt the plastic drapes and burn through them.